Event description:
My son began using invisalign late (B)(6) 2014. He noticed that the was excessively salivating and had worsening mucous in his throat when he started the first set of liners but we didn't think much about it. We continued to change the liners as instructed and within about a month, he started to experience nausea, pre-syncopal episodes, shortness of breath, and rapid heart beat. We initially thought he had a stomach virus, but unfortunately the symptoms continued. We went to the pediatrician several times and all blood work and tests were negative. In (B)(6), my son attended a soccer camp and by accident lost one liner so he removed the other one for the week. He had no symptoms during that week, but I didn't put 2 and 2 together. Upon returning from soccer camp, I instructed him to put in the next set of liners in as he was due to do so. He made a comment to me that he felt better without the liners but I dismissed it, telling him that I did not think it was the liners that were bothering him. Sure enough, he started in again with the episodes of rapid heart rate, and near fainting episodes where his eyes would role back into his head and he would be lethargic post episode. We visited the ER once, a cardiologist, and a gastroenterologist. No findings. As time went on, my son developed belching, large quantities of mucous in his throat to the point he felt like it was closing on him. He has lost 3 lbs due to inability to eat enough to keep up with his growing body. I've treated him with zyrtec and zantac, but they did not help with his symptoms. I finally tried to think back to figure out what had changed in his life and the only change was the invisalign. I started to research if this could be a possibility and stumbled on the FDA website. I read through the multiple complaints and I immediately had my son remove the liners and we are on day 3 without them. Unfortunately wearing them 4.5 months has done what appears to be enough damage that his symptoms are still with him. I'm going to take him to an integrative dr and have him tested for allergies and see if there is any way to alleviate his symptoms. My son was an active, social, happy kid last (B)(6) and now he is depressed by debilitating symptoms. He has missed school, sports, and social events due to his issues. I have called my orthodontist and I am awaiting to hear back from him as he is out of the office this week.